Event description:
Customer reported the monitor went blank. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and identified the display adapter as the problem. Customer obtained and replaced the display adapter. System operates as intended.